Event description:
The customer requested abbott field service on (B)(6) 2012 to resolve reaction vessel jams on the architect i2000sr analyzer. Field service visited the customer site on (B)(6) 2012 to clear the jammed reaction vessels. Upon restarting the architect i2000sr analyzer, a blown fuse message was generated. Field service replaced the fuse and restarted the analyzer. Smoke was emitted from the pressure monitor circuit board and the central chip on the board was glowing red. Field service replaced the pressure monitor board. No injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The safety memo and product evaluation indicated the architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. A historical/quality data review did not identify any adverse or non-statistical trend of smoking pressure monitor boards. The architect system operations manual contains adequate information for electrical hazards. No systemic product deficiency was identified during product evaluation. Patient: (B)(4) (no consequences or impact to patient). Device: (B)(4) (smoking).